Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr hip resurfacing system (left). Reason(s) for revision: pain.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint 24027. Reason for original complaint asr revision asr hip resurfacing system (left) reason(s) for revision: pain the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.